Event description:
Reporter alleged, obtaining discrepant blood glucose results of 25 mg/dl back to back with a result of 65 mg/dl, when tests were performed within 10 minutes on the advantage system. Reporter stated, he was experiencing hypoglycemic symptoms during the time of testing, so he self treated with candy and orange juice. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.